Event description:
The customer reported that the lis sends patient data to the centralink, re-using patient ID's. The centralink can therefore receive patient data for a patient ID that already exists on the customers centralink database for another patient. The physicians did not receive any incorrect results. There were no reports of adverse health consequences or known patient intervention due to the incorrect sample ID's.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the data and concluded the cause of the reused patient ID was user error. Centralink is designed to operate with unique sample ids and unique patient ids. The tsc advised the customer to not reuse patient ID's and reminded the customer about the warning in the customer operators guide that a unique patient ID is required. The centralink is performing within specification and no further evaluation of the device is required.